Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 240 mg/dl. Customer continued to use existing cartridge for insulin therapy. Additionally, customer alleged the pump was not working. Tandem technical support did a pump system check and found pump to be working as intended. Customer was unsure if personal profile settings were entered in correctly. Tandem technical support advised customer to meet with healthcare professional.